Event description:
On (B)(6) 2010, pt reported her down button is not functioning correctly. Pt stated, she noticed this while she was giving a bolus on (B)(6) 2010. Pt reported, the button pops back up after being pressed. Pt is currently on her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.